Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection confirms that the tip is broken off the needle. This complaint can be confirmed. The event description on the complaint indicates that they tried to release the needle with the jaws of the device open causing the needle to get stuck. It was then stated that they tried to remove the jammed needle and it broke. Device misuse is the probable cause of this failure. A manufacturing record evaluation was performed on 9/12/2019 for the finished device 51205 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during an inservice, one of the facility's employees was playing with their expressew iii auto capture + gun and expressew iii needle. They tried to release the needle with the jaws of the device open causing the needle to get stuck and when they tried removing the needle the white plastic tab broke off the needle. The sales rep stated she then tried to remove the jammed needle and the needle broke in the device. There was no procedure involved therefore no patient harm or delay to nay case. The devices will be returning for evaluation.